Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cut on the cable. A root cause for the could not be identified. Based on the results of the investigation it is likely there was no image due to a faulty charged couple device. Based on the results of the investigation, a root cause for the malfunction identified during the device evaluation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited no image. The issue occurred during reprocessing. There were no reports of patient involvement.